Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of zero due to electromagnetic interference (emi). An external monitor was turned off and shock impedance measurements returned to an acceptable range. No adverse patient effects were reported.